Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on a aviva meter, compared to a professional meter, within 10 minutes: 402 mg/dl (aviva) and 108 mg/dl (doctor's meter). No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.